Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, two reloads would not fire completely so there was an incomplete staple line at the distal part. The surgeon had to cut the distal part with shears. Another reload was used to complete the case. There was no patient injury.